Manufacturer narrative:
(B)(4).

Event description:
During a surgery on (B)(6) 2015, the septum plug and screw detached from the generator during the implant process. While attempting to remove the lead from the generator, the surgeon popped out the septum plug and set screw. Therefore the device was replaced. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. The explanted products are expected to be returned but has not been received to date.